Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt has been having issues recharging the implant. Pt had been knocked over by a dog and hit the leads and the implant on a shelf with significant force. Pt stated they are getting a no device found message and they are concerned the leads have shifted. Pt stated they are all cleared by their doctors to have the ins looked at but they wanted to make sure that the external equipment is still working as intended before they go in for the appointment. Pt reported that the controller no longer would turn on if it was not plugged into the a/c power cord. Pt provided information already detailed in previous case regarding their nerve conduction test and the situation with the mdt representatives. The pt reported it took 3 hours for the ins to recharge and if they moved at all it would lose the connection. Pt stated they just did not think the ins was placed right. The pt repeated this information during the call today and added that it won't beep if it is not charging. Agent understood that this had been an ongoing issue until the controller completely stopped. Pt stated they were in contact with a mdt representative, but the mdt representative moved away and did not follow up with the pt. Agent was unable to verify the representatives name due to the nature of the call. Pt stated that the lack of communication and being unable to get the implant to work right was causing them depression because they want to be able to be productive for society. Pt did follow up with another lady, but it was unclear whether it was an mdt representative or not and due to the nature of the call agent was unable to confirm. Pt repeated that they did not want to work with their previous representatives because they are not medically trained. Pt stated they have drop foot. Pt also stated that after they fell they were very shaky. Pt stated that some plastics can trigger their medical condition. Pt alluded to being on pain medication, but with the spinal cord stimulator they can go off of it, once they can get it to work right. The patients reason for call was unclear to the agent as they the pt was all over the place on the call and hard to follow or make sense of the patient. Additionally due to the nature of the call agent was unable to get an event date, but agent is under the impression that the difficulty recharging the ins has been an issue since the pt was implanted as the pt stated the ins had not been placed right and they were approved to have it adjusted. Pt stated they have had a lot of problems, but then did not elaborate and wanted to narrow down their question. An email was sent to repair to replace the controller, and recharger. Pt stated she received the controller and rtm cord but the controller is still not working. Pt stated it will respond to ac power but when she disconnects from ac power it doesn't do anything. Pt verified the controller responds to ac power w/o the li battery. When pt puts the li battery back in there is no green light on the controller. Pt stated that as soon as she put the li battery back in the language changed on the controller - patient service is sending a request for a controller and li battery pack. Pt repeated she is in pain because she cannot use her therapy device.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: on (B)(6) 2020. Explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: on (B)(6) 2020. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller not with the pt. The caller presumes that the issues documented in this case have not been resolved since the pt contacted pats. The caller stated "one of the reps told her (pt) two years ago that the device needed to be moved.needed doctor approval". The caller inquired on next steps. Agent advised that based on all the info, the caller should consider having pt meet with doctor and rep with their external components present to determine what is the next logical step for the patient. Caller has rep's info and telephone number.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.